Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five inappropriate shocks due to supraventricular tachycardia (svt). Therapy was exhausted. There was also an untreated episode with double counted complexes. The physician also noted that there had been previous inappropriate shocks in the alternate sensing vector, so the s-ICD had been reprogrammed to the secondary sensing vector. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.